Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that the patient with this right ventricular (rv) lead is damaged and the shock function stopped working. The patient also reported having experienced a fall event. The boston scientific technical services consultant referred the patient to the device treating clinician for further evaluation. Additional information indicated that the lead measurements were stable having no tachy episodes and therapies since implant. At this time, the rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the describe event or problem field (b5) in section b, adverse event or product problem; patient codes, device codes, evaluation method codes and evaluation conclusion codes fields (h6) in section h, device manufacturers only. This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that the patient with this right ventricular (rv) lead is damaged and the shock function stopped working. The patient also reported having experienced a fall event. The boston scientific technical services consultant referred the patient to the device treating clinician for further evaluation. Additional information indicated that the lead measurements were stable having no tachy episodes and therapies since implant. At this time, the rv lead remains in service. No additional adverse patient effects were reported. Additional information indicated that this rv lead exhibited an elevated shock impedance in comparison to previous measurements.